Event description:
Ous MDR - after an implantation time of about 25 months, oversensing with inappropriate shock deliveries was reported. The x-ray image shows a suspected insulation defect in the area of the atrial connector. The lead was explanted.

Manufacturer narrative:
The lead was cut through 18.5 cm distal of the is-1 connector pin, probably with a scalpel. Only the proximal lead fragment was returned for analysis. The distal fragment, including the tip electrode, was not available for analysis. The analysis of the lead fragment showed marked signs of abrasion distal of the fork. The insulation was intact in that area. These characteristic abrasion traces lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. The analysis of the lead fragment did not show any damage that could be related to the clinical complaint. There was no material defect or manufacturing error.